Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quantity of one ster trc 2 xd tf 1.5x4.0mm scr was returned for evaluation. Visual examination determined the packaging to be sealed and labeled properly. No failure was found for the device itself. However, debris was noted within the sterile package. Anything that appears like hair is not acceptable within sterile packaging.the part and lot information was verified. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing deficiency leading to debris in the sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was foreign material in sterile packaging found in incoming inspection. Attempts have been made and additional information on the reported event is unavailable at this time.